Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure the iol was folded with forceps and implanted. However, the surgeon noticed what looked like scratches or cracks on the optic and immediately removed the lens. Another lens was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Model number changed to 003500-0019-757. The lens was returned and evaluated. The lens was returned in a pouch and in one piece, no broken haptics were noted. The lens was returned with blood residue on the optic area. The lens was rinsed; the residue removed and inspected under a microscope at 10 x magnifications. Scratches and cracks on the optic can be caused by numerous factors including, but not limited to, loading strategy, lens placement technique or by accessory device support. There was no damage noted to the lens during the inspection prior to use or during preparation for use, which suggests a product deficiency did not contribute to the reported issues. To ensure the reported event is not the result of a product quality deficiency, lenses are subject to visual and dimensional testing on the manufacturing line to verify product quality prior to lot release. Based on the information provided and analysis of the returned device, the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality deficiency. The dfu provides precautions for the lens handling and injection process by stating that: "improper handling of this lens may cause damage to the haptics and the optics"; therefore, it has been determined that if the lens is not handled correctly by the haptic portion only while loading may result in damage to the optic body. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaints history revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. Aaren scientific inc. Will continue to monitor the incident circumstances.

Event description:
It was reported that during the procedure the iol was folded with forceps and implanted. However, the surgeon noticed what looked like scratches or cracks on the optic and immediately removed the lens. Another lens was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.